Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to the procedure it was noted that the faradrive steerable sheath box was damaged upon delivery, and a small tear was noted in the plastic. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.